Event description:
Caller from inform system user facility reported neonate patient blood glucose results: 8:01 - 39 mg/dl 8:06 - 37 mg/dl 8:10 lab draw - 19 mg/dl controls were run day before incident and again day of/after the incident. Both levels passed. The baby was jaundiced when born, but was treated for this. The baby was symptomatic of low blood, was treated based on the lab result of 19 mg/dl. This wasn't a fasting result. No hematocrit results provided. Reported no adverse event relative to discrepancy. A request was made for the return of the meter, strips, and controls, replacement sent.

Manufacturer narrative:
Evaluation summary:the reported condition of failure code 810:04 was confirmed, due to an out of calibration air in line printed circuit board. The air in line printed circuit board was recalibrated and verified to correct the reported condition. There is an ongoing CAPA investigation, mdq-CAPA-(B)(4) associated with this report. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
On january 12, 2010, the facility representative reported to baxter global technical services one colleague cxe volumetric infusion pump in which failure code 810:04 occurred during setup (power on). The reported condition occurred in the general patient ward. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.